Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Impella was inserted according to best practices; heparin was given to patient and act above 250 when impella was inserted - pump was placed according to IFU. Pump was in place for about 2 hours when the patient went to the ICU - upon transferring the patient from the cath lab to ICU it was noted that the patient no longer had function of her right extremities and stroke alert was called. There was no reported intervention for the stroke at this time and treatment team elected to leave the device in place. Echo was performed prior to the device insertion that confirmed that there was no clot in the left ventricle. The patient continued on support.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was unable to be determined due to insufficient clinical details.